Event description:
Sterilization technician was packaging various reusable products in sterilization pouches prior to sterilization. Tech noticed a dark spot within the adhesive strip on a pouch. Closer examination revealed an insect that had been crushed between the tyvek material of the pouch and the adhesive strip. The technician quarantined the suspect pouch and passed it on for examination and reporting. No adverse patient event resulted. Manufacturer response for sterilization pouch, tower plasti-peel clear seal pouch 10 x 15". I have attempted to contact manufacturer. I could not reach anyone at manufacturer who could help me - or take the complaint. I was transferred or redirected 3 times and gave up.